Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced noise due to activating the device before the implant. The implant case was cancelled, and the device was reprogrammed and implanted the next day. It was further reported that the device experienced undersensing on pause episodes; this was later identified as a mistake on behalf of the individual reading the report. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected intermittent oversensing and undersensing on pause episodes. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the implantable cardiac monitor (icm) detected pause episodes due to activating device prior to implant.